Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka). The patient was not wearing the ilet device at the time of the event due to a infusion set detachment and was managing glucose via multiple daily injections (mdi) and a dexcom g7 sensor. The sensor also detached, and the patient was unable to dose insulin reliably. This contributed to sustained hyperglycemia and subsequent dka. The patient was hospitalized, during which the ilet was reconnected to support glucose management. The patient was reported to be recovering and expected to be discharged.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.